Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had bubbles in her reservoir. Blood glucose was unknown. Customer stated the air bubbles were big. The insulin pump was not rewound with the reservoir in place. The device was not rewound with a reservoir in place. Fixed prime was performed until air bubbles were no longer visible. Customer hung up, unable to finish troubleshooting. No further information reported.